Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
During a percutaneous transluminal angioplasty (pta), the physician selected a 135 cm. Powerflexpro 4 mm. X 4 cm. Balloon catheter to pre-dilate the unknown target lesion. After inserting the product into the patient, the balloon failed to expand/inflate. The product was withdrawn from the patient and it was noted that the balloon leaked. A 5 x 6 balloon catheter was used to replace the product and pre-dilate the lesion. The procedure was completed successfully. There was no reported patient injury. The patient was diagnosed with lower extremity atherosclerotic stenosis and occlusion. After angiography/radiology, the complaint product was selected, removed from the packaging, flushed, and attached an inflation device. Additional information received indicated that one (1) atmosphere of pressure was used in attempting to inflate the balloon catheter. There was no evidence of balloon burst during the inflation. The target lesion was a left lower extremity stenosis. The lesion was reported to have reduced flow to the left lower extremity and reduced the temperature to the limb. The approach was through the femoral artery. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). Non-cordis contrast media was used. The contrast to saline ratio was five to one (5:1). The brand of the inflation device used (indeflator/syringe) was not provided. The same indeflator was used successfully with other devices. There was no reported resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no reported resistance/ friction while inserting the balloon through the guide catheter. There was no reported difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was not ever in an acute bend. The balloon catheter did not kink while being used. The balloon catheter was removed easily from the patient, vessel, etc. The product was removed intact (in one piece) from the patient. No additional information is available.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), the physician selected a 135 cm. 4x40mm powerflex pro balloon catheter (bc) to pre-dilate the unknown target lesion. After inserting the product into the patient, the balloon failed to expand/inflate. The product was withdrawn from the patient and it was noted that the balloon leaked. A 5x60mm balloon catheter was used to replace the product and pre-dilate the lesion. The procedure was completed successfully. There was no reported patient injury. The patient was diagnosed with lower extremity atherosclerotic stenosis and occlusion. After angiography/radiology, the complaint product was selected, removed from the packaging, flushed, and attached an inflation device. Additional information received indicated that one (1) atmosphere of pressure was used in attempting to inflate the balloon catheter. There was no evidence of balloon burst during the inflation. The target lesion was a left lower extremity stenosis. The lesion was reported to have reduced flow to the left lower extremity and reduced the temperature to the limb. The approach was through the femoral artery. There was no reported difficulty removing the product from the hoop. There was no reported difficulty removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). Non-cordis contrast media was used. The contrast to saline ratio was five to one (5:1). The brand of the inflation device used (indeflator/syringe) was not provided. The same indeflator was used successfully with other devices. There was no reported resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no reported resistance/friction while inserting the balloon through the guide catheter. There was no reported difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was not ever in an acute bend. The balloon catheter did not kink while being used. The balloon catheter was removed easily from the patient, vessel, etc. The product was removed intact (in one piece) from the patient. No additional information is available.one non-sterile powerflexpro 4mm4cm 135 balloon catheter was received for analysis coiled inside a plastic bag. The balloon was received with an axial rupture observed along its length. No other anomalies were observed. A functional test /analysis could not be performed due to the condition of the balloon in the returned unit. Sem results showed that the internal surface did not present any evidence of damages. However, the external surface presented evidence of scratch marks near the balloon ruptured area, and it¿s very likely that the same factors that caused the scratch marks on the balloon¿s outer surface could have also contributed to the balloon¿s axial burst. A device history record (DHR) review of lot 17604376 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage¿ was confirmed through analysis of the returned device. The exact cause of the leakage reported could not be conclusively determined during analysis. Based on the limited information available for review, prepping, vessel and/or handling factors may have contributed to the reported event as evidenced by the axial rupture and scratch marks found on the balloon during sem analysis. According to the instructions for use, which is not intended as a mitigation, ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Open the pouch, grasp the hub and gently take the catheter out. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed. Without twisting, slide the forming tube off the balloon. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. Purge the air from the inflation device. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium. Caution: do not apply positive or negative pressure to the balloon at this time.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.